Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented at the emergency room for an unspecified reason where it was mentioned that the patient's pacemaker was not working. Upon review of merlin transmissions, it was discovered that there was a loss of ventricular sensing. Programming changes were made to help address the issue. The patient condition was not provided.